Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2259586. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was provided to aid our team in their investigation. Our engineers noted that presence of a small black foreign body on the rubber diaphragm of the adapter. This nonconformance has been confirmed. Our engineers were able to determine that the most likely root cause for this event is related to raw material inspection.

Event description:
It was reported that black spots were found in the bd¿ prn adapter heparin cap during use. The following information was provided by the initial reporter, translated from chinese: "on april 11, 2023, when the nurse was doing PICC maintenance for the patient and replacing the heparin cap, she found unknown black spots in the heparin cap. Replace the heparin cap immediately."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots were found in the bd¿ prn adapter heparin cap during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, when the nurse was doing PICC maintenance for the patient and replacing the heparin cap, she found unknown black spots in the heparin cap. Replace the heparin cap immediately."